Event description:
It was reported that a vns patient was experiencing an increase in seizure frequency and severity. The reporter also stated that device interrogation attempts were unsuccessful and that the device was believed to be at end of service. Device diagnostics performed a year before the event confirmed proper device function. The patient underwent revision surgery, and the explanted device was returned to the manufacturer. The return product form included with the device indicated that it was actually not at end of service. The cause of the patient's seizure increase is unknown. Good faith attempts for additional information are in progress..